Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusions and an alert 38 motor stall with a restart prompt on the insulin pump, after which the device resumed normal operation; the user¿s blood glucose reportedly was not affected and the user was using inset 23" 6 mm infusion sets. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with motor stall and occlusions, likely associated with infusion supplies, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.